Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customers biomed is reporting that the device end users are seeing a low battery message approximately 1/2 hr after disconnecting xl from ac power. There was no report of patient involvement.